Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the top half of the screen became blank with lines through it making it unreadable. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.